Event description:
It was reported the y-site of a clearlink system - non-dehp solution set appeared "crushed" and subsequently leaked. The event occurred during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot number: reported as "dr21b1830"; however, this is not a valid baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the tubing was observed kinked. The device underwent functional testing including pressure and clear passage; and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.